Event description:
It was reported to philips that the system large screen had a display issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned after the patient was moved to a different system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the large screen had no display. Troubleshooting determined that the large screen's matrix switch had no power input and needed to be replaced. The fse replaced the matrix switch. The matrix switch was returned for failure analysis but no errors could be found with the matrix switch during testing. The power supply that was returned with the part was not working. After the matrix switch was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.